Manufacturer narrative:
Additional information: upon receipt, the device was interrogated with a programmer and was noted to be above elective replacement indicator (eri). Sensing, pacing, pacing lead impedance (pli), high voltage lead impedance (hvli), hv charging, hv delivery and hv shock impedance were tested and no anomalies were noted. The device was then connected to a cardiac simulator and could sense the signal properly, however right ventricular (rv) pacing was not observed on the oscilloscope during a pacing output test. The device was cut open and no pacing was seen across the internal hybrid test points. The hybrid device history record was reviewed and found to be complete with no rework or failures. The reported event of a loss of pacing was confirmed and isolated to an anomaly with the u1 integrated circuit.

Event description:
During a procedure to address a suspected lead failure, a new lead was connected to the device. There was no stimulation possible with the device, however the new lead worked perfectly when it was connected to a pacing system analyzer (psa). The device was the suspected cause of this loss of stimulation and the initial anomalies with the originally implanted lead. The device was explanted and replaced and the patient was stable with no consequences.